Event description:
It was reported that the customer's device would not stay powered on with a battery installed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that power pcb to therapy pcb connecting cable, designator j8, was not connected to the power pcb assembly. Physio was unable to determine what caused the cable to become unplugged from the power pcb assembly. After the cable was connected to the power pcb assembly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control evaluated the device and verified the reported failure. Physio observed that power pcb to therapy pcb connecting cable was not connected to the power pcb assembly. Physio was unable to determine what caused the cable to become unplugged from the power pcb assembly. After the cable was connected to the power pcb assembly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that power pcb to therapy pcb connecting cable, designator j8, was not connected to the power pcb assembly. Physio was unable to determine what caused the cable to become unplugged from the power pcb assembly. After the cable was connected to the power pcb assembly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.